Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2011, the pt underwent a procedure to treat an endoleak. The contralateral leg was extended distally, resolving the endoleak.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specifications.